Event description:
A medtronic representative reported that, while in a spine procedure, a navlock thoracic probe tip was damaged as it was being torqued. A different instrument was used to continue the procedure and place the remaining 2 screws. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by the site. RMA issued. Replacement thoracic probe shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument is twisted. There are also several impact marks on the back end of the instrument. Mechanical failure, bent instrument tip. Directly caused the event.